Event description:
Cook (B)(6) reported for the customer: "(B)(6) 2012: mini port implantation: everything is ok, port works, but customer not sure, maybe they made a little fracture in the catheter by the tunneling and maybe they said, they connected wrong but they can't remember." On "(B)(6) 2012: see a little leakage in the arm but the port works, decision to change the catheter in the next week". On "(B)(6) 2013: catheter fracture; catheter is in the arterial pulmonary, catheter removal with a snare." A section of the device did remain inside the patients' body: catheter was in the arterial pulmonary, removal with a snare. The patient did require any additional procedures due to this occurrence: removal with a snare. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Engineering reported, "a mini port body, catheter lock and catheter (52cm) were returned. One end of the catheter was cut square, as with a sharp instrument. The opposing end was irregular in nature with two perforations. The perforations were approximately 180 degree from each on the circumference but no opposing. Neither end catheter showed any signs of being assembled to the outlet tube." Engineering stated, "this incident was reported as a fracture but only one segment of catheter returned. A complete investigation is not possible without both ends to determine the root causation. The irregular end of the catheter did not show any signs of being abraded through by patient anatomy. The damage to the end could have been caused by the snare used for retrieval or from being pulled from the barbed end of a tunneler. The investigation is inconclusive."